Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after losing weight patient experienced extreme discomfort at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.